Event description:
Surgeon advised a helical blade, implanted by a different surgeon 2 or 3 weeks ago for a right proximal femur fracture, backed out. Pt was returned to the or for removal of the hardware and revision to another tfn.

Manufacturer narrative:
No investigation could be performed. No conclusion could be drawn as no device was returned.